Event description:
Medtronic received information that this bioprosthetic valve was explanted. Additional information regarding implant date, reason for explant and patient status was requested but was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the reason for the explant, the failure mode cannot be determined. Without return of the valve, a root cause is unable to be determined. Medtronic will continue to monitor field performance for similar events, should they occur.

Manufacturer narrative:
Product analysis: no product was returned, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Attempts to obtain additional information have been unsuccessful. Should the device be returned or additional information be received, a supplemental report will be filed. (B)(4).